Event description:
Consumer was removing a tampon and the tampon broke inside her. Upon tampon removal, a piece of the tampon remained inside her. She removed the remaining piece on her own.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.